Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor from a 2008t hemodialysis (hd) machine cut the bloodlines during a patient¿s treatment. There were no reported patient complications. Ts advised the biomed that a replacement blood pump rotor would be sent to the facility. No further details were documented in the call script. Additional information was obtained upon follow-up with a registered nurse (rn) familiar with the event. The staff noticed blood leaking from the blood pump onto the machine less than sixty seconds into the treatment. The machine was making a clicking noise right before the blood began to leak. The treatment was stopped immediately. It was confirmed that the event triggered an air detector alarm on the machine. There was also a transmembrane pressure (tmp) alarm that went off. The patient's blood was returned, and their vitals were confirmed to be stable. The machine was removed from service and the patient's treatment was restarted on a different machine with new supplies. The patient's estimated blood loss (ebl) due to the leak was less than 100 ml. The reported event did not result in any serious patient injury or harm, and no medical intervention was required. The patient was able to complete their treatment after being re-setup. After removing the machine from service, the on-call biomed was contacted. When the bloodline was removed from the blood pump rotor, a visible slice/cut was seen on the tubing measuring approximately 1.5 to 2 inches in length. It was confirmed the bloodline tubing was inspected for damage prior to use, with none noted. The current status of the machine is unknown. However, the blood pump rotor was reportedly replaced, and the defective one was returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.